Event description:
Technician alleged he found bed with brakes not locking when brakes are applied. He tried to adjust both steer and brake casters but determined that brake/steer caster is faulty. He replaced brake/steer caster to resolve the issue.

Manufacturer narrative:
Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.